Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery gauge dropped from 50% to 5% while connected to a power source. The customer's blood glucose level was 95 (mg/dl). Reportedly, the pump was able to be charged with a different wall adapter.